Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Left hip revision reported in 1818910-2021-03502, 1818910-2021-03501, 1818910-2021-03500; right hip revision reported in 1818910-2021-03503, 1818910-2021-03490, 1818910-2021-03489, 1818910-2021-03488. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records received. After review of medical records, the patient was revised to address painful left total hip, metal hypersensitivity reaction, alval, and aseptic lymphocytic vasculitis associated lesion. Operative note reported of robust abductor musculature, straw colored fluid expressed clearly under great pressure, and lytic lesion around the cup. Doi: (B)(6) 2007, dor: (B)(6) 2010, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = the information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot = the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.